Event description:
During preventative maintenance, the customer reported an issue that sometimes defibrillator doesn't want to fully boot up. There is a "red cross" on display and mrx continuously restarts. There was no pt involvement.

Manufacturer narrative:
(B)(4). During preventative maintenance, the customer reported an issue that sometimes defibrillator doesn't want to fully boot up. There is a "red cross" on display and mrx continuously restarts. There was no pt involvement. This complaint is still being investigated, a follow-up report will be submitted upon completion of the investigation.